Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the microdebrider and straight suction could not be tracked. It was noted that multiple registrations were performed on the patient as well. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Site was using a new style of patient cap when the issue occurred. Image of patient cap was attached and reviewed. The "no mr" label on the new cap indicates it is unsafe to be used in magnetic procedures due to containing metal components. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.